Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the event description: per information provided from the university of maryland / b. Braun on-site workshop, held on (B)(6) 2024, this pump was reported during rounding to be attached to an incident deemed to require reporting and investigation. The device was noted to be involved in the following event: pump suddenly stopped mid-infusion, no alarms, no clear reason. This case is for the IV lines used with infusomat space pump with serial number 921488 and customer facility asset # 1-59542. The pump passed tsc on (B)(6) 2024, but was tested for "air in line" reported. 921488, air in line, tsc, y, (B)(6) 2024 no patient complications were reported as a result of this event.